Event description:
The customer has reported that the system is freezing during the sample mode. The doctor is able to finish the procedure turning the system off & on using the power switch. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor, vacuum pump and interface board with black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.